Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery testing it was observed that the battery handpiece device would not power on. It was reported that the battery was replaced but the problem persisted. It was reported that spare devices were available and the open reduction internal fixation (orif) surgical procedure for femoral trochanteric fracture with tfna long was completed. Post-procedure, after cleaning, the device was inspected and abnormal operation was detected. It was noted that the motor sound was barely audible even with an ear close to the unit. After repeatedly pressing the trigger, the device started working normally. It was reported that a rattling noise was detected when the unit was moved. It was confirmed that the device was functioning correctly with all combinations of 2 batteries and 2 covers in question. It was reported that the same rattling noise was detected when the trs unit was moved. It was reported that the device was properly wiped down, cleaned, and sterilized prior to use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.